Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump was warm to the touch despite being in room-temperature conditions. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 99 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the battery hot to touch issue could not be verified.